Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6), 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was displaying inaccurately high readings compared to another meter. Since the medical surveillance specialist (mss) was unable to reach the patient for additional information, this complaint was classified based on the customer care advocate's (cca) documentation. The patient alleged that the product issue began at approximately 4:00 on (B) (6), 2010. It is not clear if the event occurred in the early morning or in the evening. The patient reportedly tested with the subject meter and obtained a blood glucose result of "155 mg/dl." The cca documented that the patient manages her diabetes with insulin (self-adjuster). The patient confirmed that she did not change her usual diabetes routine due to the alleged product issue. At an unspecified time shortly after the reported issue began, the patient reported that she went into "severe diabetic shock." It was not specified who contacted the emergency medical services (ems), but the patient claimed that at approximately 4:30-5:00, her blood glucose was tested with the emergency medical services (ems) meter and obtained "41 mg/dl." Based on statistical methodology, the calculated difference between the subject meter and the ems meter glucose results exceeds the expected value of <= 30% and/or <=30 mg/dl. The patient was reportedly treated by the ems with food/drink. It is not known if the patient was taken to the hospital for further treatment. During the troubleshooting session, the cca confirmed that the patient was using a correct technique for testing her blood glucose with the reported meter. The patient was unable to walk through a control solution test. Replacement meter and supplies were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, reportedly developed symptoms suggestive of severe hypoglycemia, and required medical treatment from ems after the alleged meter issue began.